Event description:
It was reported that pump screen was dark and would not turn on despite attempts to power it on and charge it. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.